Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional information section d10: device available for evaluation: yes section d10: returned to manufacturer on: 8/14/2020 section h3: device returned to manufacturer: yes. Device evaluation: the pcb00 product was returned in its original package. Visual inspection using magnification was performed to the returned sample: the plunger and pushrod was observed in advanced position. The pushrod was observed that overrides the lens in the cartridge. Residues of lubricant material and material looks like body fluids were observed on cartridge. No damaged was observed to the cartridge. The lens was also observed stuck in cartridge. It was too hard to remove the lens from the cartridge. The condition in which the sample returned is consistent with a product that was handled and prepared for a surgical process. The complaint issue reported could not be verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search of complaints revealed no additional complaint folders have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. If implanted, if explanted, give date: not applicable, the lens was removed/replaced within the initial procedure. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a tecnis 1-piece intraocular lens (iol) was defective. There was patient contact and sutures were used in completing the procedure. There was no injury to the patient. No further information was provided.